Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: unknown when it placed out of the blade hole. This report is for one unknown nail/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon postoperatively found by x-ray, the reported blade was not inserted in the blade hole, but placed out of the blade hole. It was confirmed that both the used connecting screw and aiming device were sufficiently tightened before blade insertion. Re-operation was performed on the same day. The blade was removed from the patient¿s body and another blade was inserted instead. Patient harm was the re-operation. Comment from affiliate: according to the surgeon, devices somewhere might be loose. No material will be returned and no further information is available. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative date of event was (B)(6) 2015 when the blade was found outside its intended position the same day of implant. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.